Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery. A 2.75mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during initial inflation at 6 atmospheres for 12 seconds, the balloon ruptured vertically. The device was removed from the patient's body without any problem and the procedure was completed with a different device. No patient complications were reported and the patient status was good.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery. A 2.75mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during initial inflation at 6 atmospheres for 12 seconds, the balloon ruptured vertically. The device was removed from the patient's body without any problem and the procedure was completed with a different device. No patient complications were reported and the patient status was good.